Event description:
It was reported that during a coronary stent procedure, the catheter began showing blood coming back and was removed. During removal the shaft of the catheter broke and was removed manually without incident. No pt injuries or complications occurred.